Manufacturer narrative:
Insulin pump passed the self test and displacement test. Pump error 63 (variable 3) alarms are confirmed in pump history file due to a broken trace at u1 keypad assembly.

Event description:
The customer reported that the insulin pump had a hardware low level failures alarm and insulin flow blocked alarm. The customer's blood glucose level was 265 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and rewind the insulin pump. The insulin pump will be returned for the analysis.